Event description:
While on cardiac arrest, device delivered 4 shocks then displayed lead fault. On patient, patient died. Reporter believes the patient death was due to the kimberly clark pads they were using.